Event description:
Account states that the brakes wouldn't hold. The bed went through trouble shooting and the brake mechanism had a broken stiffner plate. The mechanism was replaced and the brakes are working correctly. The bed was found in a storage area, no injuries reported.